Event description:
It was reported that the patient experienced multiple episodes of hypoglycemia and intermittent hyperglycemia while using the ilet bionic pancreas, with a pattern of high glucose preceding lows and user behavior of disconnecting the pump during lows and reconnecting after glucose rose; the patient also reported that mealtime dosing from the pump seemed excessive unless meals were announced as smaller, and the patient considered discontinuing pump use, after which a clinician-assisted pump reset reportedly stabilized glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included review of therapy history and user-reported troubleshooting and education with the clinician. Investigation of this case revealed user-induced interruptions in insulin delivery and subsequent device adaptation inconsistent with typical use, with pump settings reset by the care team and reported stabilization thereafter. It was concluded that the event involved hypoglycemia with an unclear cause, potentially influenced by user management patterns, and that the device functioned as designed following reset and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.